Event description:
It was reported that the physician performed a thermal ablation on a pt in 10/2004, and that the procedure went without difficulties. About three weeks later, the pt presented with pain, and an ultrasound showed a collection of fluid inside endometrial cavity. The pt was given antibiotics and the physician suctioned out "a lot of dead tissue",even though immediately after the procedure she had also suctioned the cavity. Five days after the in-office suction, the pt presented again with pain and another ultrasound showed 'stuff and fluid, but not as bad as the first time.' The physician feels that the pt has some tissue which has grown over the internal os and is keeping the fluid inside the uterus.